Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) given for this device. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® edta 2k had fm on the tube wall. No report of injury or medical intervention. No report of blood exposure to mucous membrane.